Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2012: patient presented with the pre-op diagnosis: adjacent segment breakdown radiculopathy, foraminal stenosis. Patient underwent procedure: l3-4 anterior lumbar interbody fusion, anterior arthrodesis, anterior biomechanical device. Per op- notes: ¿diskectomy was performed followed by release of the annulus bilaterally followed by endplate preparation and trialing to a 9 mm implant. Structural allograft soaked in bone marrow from right iliac crest was placed anterior to the slot for the cage and the disk space itself and slightly posterior. A 10 to 13 expandable cage was then inserted and then stuffed with rhbmp-2/acs. Once the cage was confirmed in good position with good restoration of interbody height, it was deployed and expanded from approximately 10 to 11.25 mm with serial x-rays showing deployment in good position with good restoration of interbody height and stabilization. The retrolisthesis was nearly completely reduced and lordosis was maintained.¿ no patient complications were reported as a result of the event. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.